Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that after opening the original package of the impella 5.5 they noticed the wrong user manual in the box. It was an impella cp with smartassist manual and there was no impella 5.5. There was no harm to the patient. The procedure was successful with the device. The customer scrapped the pump after explant.

Manufacturer narrative:
Corrected information has been provided in d4. The cause of wrong label issue was likely due to quality control deficiency of having incorrect cp pump user manual reference in 5.5 impella pump kit packaging.